Event description:
It was reported that the pump was forcing blood back into the IV set. The device was programmed to deliver 100ml of an antibiotic at 100ml/hr. The infusion began at 2:00am and at 2:15 am it was observed that blood had traveled 2-8 inches into the IV set. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. A downstream occlusion test was also performed per the sigma preventive maintenance procedure with the unit passing. Review of the device history log did not identify the event infusion parameters reported by the customer. Although there is no evidence of a device malfunction, it is possible the administration set had been loaded in the pump improperly (reversed) by the user.